Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was stated that the battery had flipped. The patient underwent a revision procedure wherein the ipg was replaced. Investigator reported that the event was related to the study surgical procedure and study device system. It was stated that there was no malfunction on the replaced ipg. The event was resolved.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was stated that the battery had flipped. The patient underwent a revision procedure wherein the ipg was replaced. Investigator reported that the event was related to the study surgical procedure and study device system. It was stated that there was no malfunction on the replaced ipg. The event was resolved.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was stated that the battery had flipped. The patient underwent a revision procedure wherein the ipg was replaced. Investigator reported that the event was related to the study surgical procedure and study device system. It was stated that there was no malfunction on the replaced ipg. The event was resolved.

Manufacturer narrative:
Additional information was received that only a revision was performed last (B)(6) 2014 on the patient in order to correct the orientation and securing the ipg in place.

Manufacturer narrative:
Additional information was received that the patient's ipg migration was causing discomfort. No adverse event resulted from the revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was stated that the battery had flipped. The patient underwent a revision procedure wherein the ipg was replaced. Investigator reported that the event was related to the study surgical procedure and study device system. It was stated that there was no malfunction on the replaced ipg. The event was resolved.